Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Pops off - oral-b [device breakage] wondering if the pack of extra heads is counterfeit - oral-b [suspected counterfeit product]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head popped off while they were brushing. No injury was reported. (B)(6) 2023 follow up via digital safety assessment survey: the consumer was a 41 year old female. No injury was reported. (B)(6) 2023 follow up via pictures: the concomitant product was oral-b rechargeable toothbrush handle 3791. The concomitant product lot was 1 ca22840202. No injury was reported.